Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion there was blood leakage found in the gas lumen when pumping started. The iab was replaced to continue therapy. The second iab also leaked blood into the gas lumen. A competitor's iab was used to continue therapy. There was no reported injury to the patient. This submission is for the first iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was found on the catheter tubing approximately 55.6cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 51.3cm from iab tip. The evaluation confirms the reported leak, blood in tubing problem. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred; it is likely that it caused the reported blood in tubing. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion there was blood leakage found in the gas lumen when pumping started. The iab was replaced to continue therapy. The second iab also leaked blood into the gas lumen. A competitor's iab was used to continue therapy. There was no reported injury to the patient. This submission is for the first iab used.